Event description:
Draeger medical systems, inc has received information that one of our patient monitoring devices shut down and had to be manually restarted while connected to a patient. It was also indicated that the device did not alarm during this time. No patient injury was reported.